Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2017. A report received on (B)(6) 2017 stated that this lead was extracted due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).